Event description:
The customer reported that the epiq cvx ultrasound system did not show any images after the toe transducer x8-2 was connected during cardiac surgery. The procedure was able to be completed by replacing the ultrasound system. There was no patient or user harm associated with this event. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.

Manufacturer narrative:
Evaluation of the transducer confirmed the transducer failure. Visual inspection noted fluid ingress on pins, causing the 005 over-current errors. The transducer has been replaced to resolve the issue. No further issues reported post repair.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips' supplemental aware date. The information can be found in the g3 field containing the date received by manufacturer, 09/25/2024.